Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet displayed a ¿replace sensor¿ message after a new dexcom g6 sensor was placed and the system was in warm-up, leading to loss of cgm data and a pairing failure that interrupted automated insulin dosing; the user disconnected from ilet and treated hyperglycemia with subcutaneous insulin by pen, then applied a new sensor and successfully reconnected after warm-up. Symptoms included hyperglycemia with a reported peak blood glucose of 400 mg/dl and readings above 180 mg/dl for more than three hours, without ketone testing, medical intervention, or immediate health effects. Outcomes included temporary interruption of automated insulin delivery and use of back-up therapy. Investigation included troubleshooting and user education regarding sensor warm-up and reconnection, with follow-up confirming successful pairing and resumed glucose readings. Investigation of this case revealed a cgm pairing failure during sensor warm-up that resolved with sensor replacement and completion of warm-up, consistent with known behavior when sensors fail or do not complete initialization. It was concluded, based on previously established findings for similar reports, that the cause was user-interface or use-related factors associated with cgm pairing and warm-up sequence resulting in loss of readings and high glucose before reconnection.